Manufacturer narrative:
(B)(4). Date sent: 1/4/2018. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known. Additional information was requested and the following was obtained: when the firing knob was broken off of the device, did any piece or pieces fall into the patient? If yes, were they removed? If yes, will they be returned with the device for analysis? If not, were they disposed of? All the pieces should be found and returned with the device.

Event description:
It was reported that during a right hemicolectomy for the transection and functional side to side anastomosis of the right colon, during the second firing the firing knob was broken and detached from the device. The other parts started to dissemble. The surgeon found a trick to complete the firing and retraction of the knife and free the stapler from the specimen. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2018. Batch # p55n6v. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.